Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2006. According to the complainant, post-procedure, the patient suffered chronic pain, dyspareunia, low bilateral abdominal pain, low back pain, and incontinence when straining, lifting, or coughing. The patient also experienced butt pain, bowel problems, bladder problems, bleeding and damage to pelvic organs. All other information is unknown and unavailable.